Event description:
The customer observed depressed alinity I ca19-9xr results for a 90-year-old female patient. The recent results were within the normal range, but the patient's history previously showed elevated values. The following sids were provided: (B)(6). (B)(6) 2026 ¿ first sample collected. Result released: ca 19-9 = 24.26 u/ml, repeated 26 u/ml. Physician questioned the result, considering the patient's history. (B)(6) 2026 ¿ new sample collected. Result: ca 19-9 = 17.49 u/ml. Historical results: (B)(6) 2025: ca 19-9= 37.12 u/ml, (B)(6) 2025: ca 19-9= 65.02 u/ml, (B)(6) 2025: ca 19-9 = 76.22 u/ml and (b)6) 2026: ca 19-9 = 109.95 u/ml. The physician questions the apparent sudden reduction in the tumor marker, as previous results indicated elevated levels. Reference range for healthy individuals (0¿37 u/ml) as per the package insert. No additional patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). Section a patient information: refer to section b5 for complete patient information. Complete entry for section e1 - phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p32-30 that has a similar product distributed in the us, list number 8p32-21, with 510k number k052000.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review of alinity I ca 19-9xr reagent lot 77708fp00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. Historical performance of reagent lot 77708fp00 evaluated using worldwide field data for the alinity I ca 19-9xr assay. The patient data was analyzed and compared to an established control limit. The patient medians were within the established limits, indicating that the lot is performing acceptably in the field. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I ca 19-9xr reagent lot 77708fp00.

Event description:
The customer observed depressed alinity I ca19-9xr results for a (B)(6) year-old female patient. The recent results were within the normal range, but the patient's history previously showed elevated values. The following sids were provided: (B)(6). (B)(6) 2026 ¿ first sample collected result released: ca 19-9 = 24.26 u/ml, repeated 26 u/ml. Physician questioned the result, considering the patient's history. (B)(6) 2026 ¿ new sample collected result: ca 19-9 = 17.49 u/ml. Historical results: (B)(6) 2025: ca 19-9= 37.12 u/ml, (B)(6) 2025: ca 19-9= 65.02 u/ml, (B)(6) 2025: ca 19-9 = 76.22 u/ml and (B)(6) 2026: ca 19-9 = 109.95 u/ml. The physician questions the apparent sudden reduction in the tumor marker, as previous results indicated elevated levels. Reference range for healthy individuals (0¿37 u/ml) as per the package insert. No additional patient information was provided. No impact to patient management was reported.